Manufacturer narrative:
Manufacturing date -- february 11, 2017 ¿ february 14, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the unit via the naked eye shows no evidence of fluid coming out at the distal luer when the luer cap was removed. Microscopic inspection on the luer shows the cause of the flow problem was due to air bubbles blocking the fluid path inside the glass capillary. The reported condition was verified. The cause of the air bubbles was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a no flow issue. The delivery of solution stopped during patient infusion at home. There was no patient injury or medical intervention associated with this event. No additional information is available.